Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured 7,344 units. There are 36 units in stock in b. Braun surgical's warehouse. We have received 46 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the samples received are 3.97 kgf in average and 3.71 kgf in minimum and fulfil ep requirements: 2.73 kgf in average and 1.37 kgf in minimum. Knot security control has been conducted with the samples received and results are into the current range for this thread and size. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause, as the samples analysed comply with the product specifications. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture frays and knots do not hold. No further information has been received.